Event description:
Cath lab staff reports that bd max zero extension set, mz5309, comes unscrewed from the male end when fluid is pushed thru the line. Three affected lot #s: (10) 19016654, (10) 18107100, (10) 19046567.